Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported an internal dialyzer blood leak during a patient's hemodialysis (hd) treatment. It was reported the machine was alarming with a blood leak. A blood leak test strip was used and tested positive for the presence of blood. There was visible blood out of the membrane compartment of the dialyzer. The estimated blood loss was unknown. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported an internal dialyzer blood leak during a patient's hemodialysis (hd) treatment. It was reported the machine was alarming with a blood leak. A blood leak test strip was used and tested positive for the presence of blood. There was visible blood out of the membrane compartment of the dialyzer. The estimated blood loss was unknown. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: although a sample was not provided, a photograph was. The photograph shows an up-close view of one end of the dialyzer, attached to a bloodline, and there is a collection of blood on the outside of the fibers, within the bell housing of the dialyzer indicative of an internal leak. There was no damage visually noted that may have caused the internal blood leak. A lot history review was performed. There were two other complaints reported against the lot. There was one complaint addressing an internal blood leak (no sample) and one complaint addressing an external leak during prime (confirmed to be excess polyurethane on the tip of the dialysate port, with sample). A review of the production record was performed. There was one temporarily approved dn noted on the lot, which is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The leak was confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.